Manufacturer narrative:
Alleged failure: failed insulation. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause for insulation damage/insulation non stryker part is third party repair. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The lot number on the complaint record cannot be confirmed because there was no lot number mark on the product; therefore the device manufacturer date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.